Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Occurred on home choice (hc) during use during initial drain. The baxter technical representative (tsr) instructed the home patient (hp) to cycle power and se 2367 occurred. The tsr had the hp cycle power and the alarms cleared. The tsr instructed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. This writer was contacted by care giver (cg) on (B)(4) 2011 regarding the reported problem. The cg stated that they did start over with new supplies, and everything went fine afterwards. They stated they did not see anything different with the supplies that could have caused the alarm. The cg stated that everything has been going fine since the call. They did not have any further information regarding the reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.